Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor would not flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured october 05, 2017 ¿ october 06, 2017. The device was received for evaluation containing approximately 171 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. Visual inspection on the returned unit via the naked eye shows no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed on the unit. The results of the functional flow rate test were found to be within the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.